Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports that during injection with one syringe of juvéderm voluma® xc the needle came off and product was wasted. Patient contact was made. No injury occurred. The allergan packaged needle was used and was tightened by hand. This was confirmed the initial use of the syringe.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicate no defect observed.

Event description:
Healthcare professional reports that during injection with one syringe of juvéderm voluma® xc the needle came off and product was wasted. Patient contact was made. No injury occurred. The allergan packaged needle was used and was tightened by hand. This was confirmed the initial use of the syringe.